Manufacturer narrative:
(B)(4).

Event description:
It was reported that there has been a gradual rise in shock lead impedance (sli). In july the sli reached greater than 125 ohms. Technical services recommend commanded shock delivery, if device were to reach the 145-150 ohm range with daily measurements. The physician decided to abandon the lead surgically and replace it with another lead. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.